Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected excessive no delivery. No motor error alarm. Motor passed motor test. No alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 478 mg/dl at the time of the incident and 379 mg/dl at the time of call. The customer¿s parent stated that the insulin pump alarmed no delivery after infusion set and reservoir change then followed by a motor error alarm while trying to prime. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that the customer had experienced a high blood glucose reading of 478 mg/dl and was treated with manual injection. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.